Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in a previously stented subclavian vein. A 8x4x75 mustang balloon catheter was advanced to dilate the lesion. However, when the balloon catheter was withdrawn, the balloon was torn off the shaft. Retrieving the balloon was unsuccessful, therefore the balloon fragment was left in place and was not considered a hazard at that location. No patient complication were reported.